Event description:
On 27-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event description from phone call with (B)(6) : had an open wound on his back since (B)(6) 2022, started receving home health care since (B)(6) 2023. Nurse order medical supplies that came with a 6240 saline bottle that was used to clean the open wound. The supplies are directly shipped to ronald's home. Wound did not get better after using nurse assist product. (B)(6) received the recall letter and called to report an adverse reaction. Adverse reaction was that the nurse assist product did not help with treating his open wound on his back. In november, the doctor cultured the wound and results came back with 2 infections. Doctor prescribed ronald with 2 antibiotics, ciprofloxacin and linezolid, to treat the infection. Doctor checkup on (B)(6) 2023, wound is getting better with the use of the 2 antibiotics. 23024895 (2 bottle), 23035031 (2 bottles), 23045346 (2 bottles), 23024921 (1 bottles).